Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the strike plate of left broach handle broke off during impaction retrieving the rasp from trailing. Rasp retrieved using back up handle. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6. Visual inspection of the returned device confirms that the device had fractured at the strike plate weld. The device also exhibits wear consistent with usage of device. Review of device history records identified no deviations or anomalies during manufacturing. The device has been in the field for approximately six years and six months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.